Event description:
The customer reported being in the emergency room due diabetes ketoacidosis and to high blood glucose of 411mg/dl. The caller stated that she is pregnant. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.